Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The stroke and hemorrhagic zone was confirmed via the submitted computed tomography (CT) scans. A specific cause for the report of infection with septic signs could not be conclusively determined through this evaluation. The submitted brain CT scans were consistent with the report of a ¿big ischemic region in frontoparietal part right sided with hemorrhagic zone of 1cm.¿ the patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, localized infection, sepsis, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Prior to implant on (B)(6) 2020, the patient was on an anticoagulant with an international normalized ratio (inr) of 2.5 due to atrial flutter, and three days before implant, the patient¿s anticoagulant medication was changed. The patient¿s chest was closed on (B)(6) 2020, the day following implant, and the patient was extubated on (B)(6) 2020. The cardiologist reported an increase in mean arterial pressure (map) following implant. As the process for avoiding the respiratory machine was started, the patient was found to have left-sided plegia (arm and leg) with babinski positive test on (B)(6) 2020 and was thought to have experienced a stroke. A computed tomography (CT) scan of the brain was taken that found a big ischemic region in the right frontoparietal region with hemorrhagic zone of 1 centimeter and no noted signs for embolization. The patient¿s carotidal arteries were reportedly clean. The patient also experienced an infection with septic signs which resulted in treatment of continuous veno-venous hemodialysis (cvvhd). The patient was re-intubated on (B)(6) 2020 and then re-extubated on (B)(6) 2020 with slowly improving condition. The plan was to stabilize the infection followed by intensive mobilization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a stroke with plegia on the left side. It was noted that the cardiologist mentions increased maps in the post op period. It was reported that there was a big ischemic region in the frontal-parietal part of the right side with hemorrhagic zone. The carotidal arteries were noted to be clean. It was reported that the patient was admitted on (B)(6) 2020, surgery for the implant was on (B)(6) 2020. After the surgery the patient was sent to the ICU (intensive care unit) with an open chest which was closed the next day. It was reported that the patient had an ischemic stroke with a hemorrhagic zone with no noted signs of embolization. It was noted that preoperatively the patient was on acenocumarol with an inr of 2.5 due to atrial flutter, 3 days before the surgery the acenocumarol was stopped and clexane was started. It was also noted that the patient had septic signs and was treated with cvvhd (continuous veno-venous hemodialysis). No further information was provided.